Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the specific red alert was not identified; however, device interrogation via remote monitoring noted normal device function.